Manufacturer narrative:
Section a4, a5, a6, patient information: the customer did not have the information, and they decline to provide it due to patient privacy. Device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient¿s left eye due to an unknown reason. The replacement lens is the same johnson and johnson iol model, drn00v 21.5 diopter. There were no complications such as a capsule, vitrectomy, or sutures. The ophthalmic viscosurgical device (ovd) used is duovisc. No further information is available.